Event description:
During an incident in 2001 involving a male pt in cardiac arrest with bystander CPR in progress, this defibrillator ananlyzed 3 times as non-shockable. Als took over care and shocked the pt manually. Nsr returned for approx 10 seconds. The pt did not survive. The university reviews the printouts of this customer's codes and feels the rhythm was possibly shockable.